Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air gap was noted in the infusion set tubing. It was also reported that air bubbles were noted to be coming out of the cartridge as customer attempted to prime air gap out of tubing. The customer reported a blood glucose (bg) level of 314 (mg/dl). A pump correction bolus was delivered to address bg levels. The pump supplies were change and the issue was resolved.